Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly or bolus anomaly noted. Unit had intermittent button response on the esc, act and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit was monitored for 4 days. No unexpected battery power loss anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Unit uploaded properly using carelink. Unit had cracked display window, cracked case at display window corner, scratched case, missing keypad overlay, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that customer experienced diabetic ketoacidosis on july 1. The customer blood glucose level was 147 mg/dl at the time of incident. Customer stated act buttons was sticky and insulin pump was not working properly. Customer stated down button was not click. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.